Event description:
Bur was fully engaged in handpiece prior to starting treatment and ran handpiece to confirm. Nearly completed prep bur began to slip out of handpiece. Bur number 169 - lot l04l / exp 2028-12-06. Prep was sufficient to fit crown, so did not need to obtain new bur.